Event description:
It was reported that pump malfunction occurred after pump got wet while customer went to bed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction, and was advised that pump use could continue and to call back if issue recurred, which customer acknowledged and understood.